Manufacturer narrative:
(B)(4). Retainer ring = black. The customer returned the insulin pump for alleged insulin pump alarms found on (B)(6) 2022. Device passed displacement test and selftest. Successfully utilized thus to download history/trace files. No pump error alarms were noted during testing; however, the pump downloaded history confirmed pump error 53 alarm (esf2022281, line number 49468, file number 32) was noted at (B)(6) 2022 07:29:17.000. Pump error 4 was also noted in pump download history on (B)(6) 2022 at 07:29:15.000(esf2022281, line number 2727, file number32122). Pump error 23 was also noted in pump download history on (B)(6) 2022 at 08:18:43.000. The pump was cut open to perform a visual inspection, and no moisture or physical damage was found on electrical boards, or the motor. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: pillowing keypad overlay. Pump errors 53, 4, and 23 were confirmed due to a possible hw issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and had insulin flow block alarm. Customer was able to successfully clear the alarm and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.